Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported following an unrelated surgical procedure the ipg no longer communicated with external devices. The ipg was not set to surgery mode. Surgical intervention was undertaken wherein the ipg was explanted and replaced restoring effective therapy.

Manufacturer narrative:
It was reported to abbott a patient¿s ipg was inoperable. The patient recently underwent knee surgery without placing the ipg in surgery mode. The rep met with the patient and was unable to recover the device. The patient underwent surgery where the ipg was replaced and implanted in the same pocket. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.